Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with test glucose meter. The insulin pump communicated properly and recorded the 100 mg/dl value properly from glucose meter however, the insulin pump alarmed a64 during the self-test due to faulty board. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer reported that the meter was not sending to the insulin pump. The customer's blood glucose was 222 mg/dl at the time of incident. The customer stated that a basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.